Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis, an additional medwatch will be filed.

Event description:
A 6f angio-seal vip was deployed following a pre-deployment angiogram. Three hours later, the puncture site began to ooze blood and a retroperitoneal bleed developed. The bleeding was managed with manual compression. The pt stayed an extra three days in the hospital due to the bleeding complication. The pt was listed as stable following the event.